Event description:
During a post bankart procedure, the physician reportedly utilized a speedlock knotless implant device. Intra-operative, the implant broke apart while being tapped town into the bone hole. A new bone hole was drilled and a new implant was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but were not received. The lot number of the device was not provided, therefore, no manufacturer date or expiration date can be provided.